Manufacturer narrative:
Device received with constant no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement or negligible movement. Retries to free a stuck motor failed error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.